Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 505 mg/dl. Customer had to change the battery earlier when she tried to deliver a bolus. Customer put the reservoir into the insulin pump but kept stated that active insulin was zero. The customer treated high blood glucose with glucose gel and manual shot. Customer declined troubleshooting. The insulin pump will not be returned for analysis.